Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patient is now experiencing reduced distance visual acuity, near ghost images, haze and photophobia. Follow up information was received from the surgeon, who reports that these events are not expected to resolve. There are two medical device reports associated with these events; this report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause can be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).